Event description:
It was reported during a percutaneous peripheral intervention, the balloon catheter was stuck on the guide wire. A non-bsc guide wire was positioned in the unspecified target lesion. An attempt was made to advance the 1.5mm x 20mm x 143cm coyote es balloon catheter into the sheath around the aortic bifurcation, however, the balloon catheter was stuck on wire. The physician moved the catheter forward and backwards but it was still stuck. The balloon catheter and the wire was then removed. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. The tip was damaged. The hypotube was separated in two (2) places, 80cm from the strain relief and 20cm from the guidewire exit notch. The sheath that encases the hypotube was intact at the location of the second fracture (20cm). The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and was within specification. A .014" guidewire was loaded into the tip and completely advanced through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported during a percutaneous peripheral intervention, the balloon catheter was stuck on the guide wire. A non-bsc guide wire was positioned in the unspecified target lesion. An attempt was made to advance the 1.5mm x 20mm x 143cm coyote es balloon catheter into the sheath around the aortic bifurcation, however, the balloon catheter was stuck on wire. The physician moved the catheter forward and backwards but it was still stuck. The balloon catheter and the wire was then removed. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.